Event description:
The hospital reported that during a coronary artery bypass procedure, film was found on the stop cock. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that a "film" was present on the stop cock. The film appeared to be remains of an adhesive or tape. There was no evidence of blood on the device. Based upon the rec'd condition of the device, the reported complaint "film was found on the stopcock" was confirmed. Internal file number - (B)(4).